Manufacturer narrative:
During the device evaluation it was found that the handpiece would continue to run without activation due to a loose straight pin that jammed into the trigger thus causing the handpiece run when the trigger was not pulled. It was also found that the pins on the asic motor controller were bent and the motor failed the hipot test. A failure of the motor assembly or the asic motor controller can affect the speed of the handpiece.

Event description:
It was reported that the system 5 dual trigger rotary handpiece allegedly ran on its own during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the system 5 dual trigger rotary handpiece allegedly ran on its own during testing or set up prior to the procedure. There was no patient involvement and no adverse consequences associated with the device.